Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a remote transmission showed noise on the right ventricular lead resulting in inappropriate atp. Insulation anomaly was noted on the lead. The lead was capped and replaced. The patient was in good condition following the procedure.